Event description:
The patient reported her current box of insulin infusion sets are not properly adhering to her skin. She stated the infusion sets become loose after only a day of use. No blood glucose or other physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.